Event description:
It was reported that during a coronary stenting treatment procedure, the device could not cross the lesion and when removed stent damaged was observed. The lesion being treated was a 90% stenosed lesion with moderate calcification and tortuosity located in the mid right coronary artery (mid rca). The lesion was predilated with an unknown 3.0mm balloon, following its pre-dilation, the 3.0x32mm taxus express2 stent was advanced to the lesion, and it was unable to cross through the lesion. The device was removed outside the patient's body and the physician noticed the stent strut of the device got flared. Procedure was completed with a taxus 3.0x28mm stent. There were no reported complications and the patient's condition is listed as good.